Manufacturer narrative:
This is one of two events concerning the same patient. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the serial number of the device is unknown.

Event description:
Medical records received for an unrelated customer experience indicate that the peritoneal dialysis patient had a hernia repair on two separate occasions. Follow up with the peritoneal dialysis nurse indicated that the patient had hernia repair as an outpatient on (B)(6) 2017. Additional information was solicited.

Event description:
Additional information was solicited and received. Medical records received revealed this 41-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2017 through (B)(6) 2017 for surgical repair of a incarcerated umbilical hernia. The discharge summary states the patient underwent surgical umbilical hernia repair on (B)(6) 2018. According to the notes, the procedure was successfully completed and without post-op complication. It should be noted the patient experienced a mild uvulitis post-op, and was treated with amoxicillin 250 mg twice daily x 7 days and prednisone 4 mg taper dose as per packaging. Additional follow-up with the peritoneal dialysis registered nurse (pdrn) revealed the hernia developed concomitantly with pd therapy.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy with the liberty cycler and the patient event of an incarcerated umbilical hernia which required hospitalization (on (B)(6) 2017) for surgical repair of the hernia. Hernias are a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment (1). Therefore, a possible association exits between ccpd therapy with the liberty cycler and the patient¿s incarcerated umbilical hernia. Additionally, the liberty cycler was not returned to manufacturer for product investigation. Therefore, it cannot be determined if the liberty cycler had any prior incidence of malfunction that could have caused or contributed to the patient¿s event of inguinal hernia.